Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Although requested, customer states that product will not be returned because, the serial number is unknown and the device was not sequestered. Note: the alaris pump module is not designed nor intended to detect infiltrations and will not alarm under infiltration conditions.

Event description:
Customer reported, pump did not alarm for infiltration and that a patient required surgical intervention. The customer stated that they understand that the pumps are not designed to detect infiltrations but they do not think the alaris system pump modules are as sensitive to increasing pressure as their previous device (alaris se infusion pump). Customer states that no additional patient or event information is available.